Manufacturer narrative:
Manufacturer's investigation conclusion: the reported depositions were confirmed through the evaluation of the submitted image. Although a specific cause for the observed depositions could not be conclusively determined, the depositions could have contributed to the reported abrupt decrease in flow confirmed in the submitted log files. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted image showed dark red and pink tissue-like depositions occluding the lumen of the inflow cannula. Based on the size of the depositions and the abrupt nature of the decrease in flow, the depositions appeared to have been ingested into the pump and could have contributed to the flow issues. The controller event log file contained events from 08jan2026 through 11jan2026. A sudden drop in estimated flow to 0.2 liters per minute (lpm) and an associated low flow hazard alarm was captured at 03:01:38 on (B)(6) 2026. The alarm lasted until the driveline was disconnected at 04:11:52 with estimated flow values ranging from 0.0 - 1.9 lpm. During the alarm, motor power slightly decreased. No other notable events or alarms were captured. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. This section also explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had zero flow through the left ventricular assist device (lvad). The patient was alert and oriented x4 and blood pressure was 108/0. All other lvad parameters were normal. The system controller was exchanged, the monitors were changed, and the zero flow still showed. Log files were sent for review. The event log captured an abrupt drop in estimated flow from 6-7 liters per minute (lpm) to zero on (B)(6) 2026 at 03:01. Pulsatility index (pi) values dropped as well to around 2 and were non-variable. It was also noted that the pump power dropped a couple watts as well. These types of patterns seen in the log file was consistent with an obstruction in the vad circuit. The log showed that the controller was exchanged on (B)(6) 2026 at 04:11. The patient stated they took their warfarin. There were no recent changes to pump parameters. An echocardiogram was performed on (B)(6) 2026 at 03:45. The pump was well seated in the left ventricular apex. The baseline speed was 5800 rpm and left ventricular internal diameter in diastole (lvidd) was 6.10 cm. When speed ramped up to 7400 rpm the lvidd did not change, aortic valve continued to open 1:1. There was severely reduced left ventricular (lv) systolic function (lv ejection fraction <25%). There was severe global hypokinesis of the lv and moderately dilated lv. The right ventricle (rv) cavity was mildly dilated. Wall thickness was normal. Tricuspid annular plane systolic excursion (tapse) was at 1.58cm and rv s' was at 7.29 cm/s. Inferior vena cava diameter was greater than 21 mm and collapses over 50%. The estimated right arterial pressure was 10-15 mmhg. The echocardiogram showed structurally normal aortic valve with thin, pliable leaflets. Valve opened normally. There was no evidence of pulmonary hypertension. A computed tomography (CT) scan was performed on (B)(6) 2026 at 05:06. Impression showed no thoracic aortic aneurysm or dissection, and no pulmonary embolism. There was enlargement of the main pulmonary artery measuring up to 3.8 cm which may be seen in the setting of pulmonary arterial hypertension. The surgeon reviewed and saw there was no flow going through, so that was when the decision was made for pump exchange. The patient had an emergent pump exchange on (B)(6) 2026. The pump had thrombus in inflow cannula. Multiple clots were taken out of the patient's old pump once it was removed from their body.